Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lower extremity angiogram and atherectomy procedure, the sheath came apart inside the patient. Access was gained via the common femoral artery, the target lesion was located in the superficial femoral artery and popliteal. The chariot guiding sheath was used with a non-bsc plaque excision system. During the procedure the sheath pulled apart in the patient. The physician was unable to remove the device and the patient was transferred to another facility for surgical removal of the device. The patient recovered well from surgery.

Manufacturer narrative:
Microscopic examination revealed that there was a detachment 56cm from the hub with approximately 3cm of the coil exposed and stretched then 3.5cm of more of the shaft that was cut/sliced with 5.5cm of coil that was exposed and stretched protruding out of the distal end. There was ptfe pulled out of the separation 56cm from the hub. There was shaft yielding (shaft damage) throughout the shaft of the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that during a lower extremity angiogram and atherectomy procedure, the sheath came apart inside the patient. Access was gained via the common femoral artery, the target lesion was located in the superficial femoral artery and popliteal. The chariot¿ guiding sheath was used with a non-bsc plaque excision system. During the procedure the sheath pulled apart in the patient. The physician was unable to remove the device and the patient was transferred to another facility for surgical removal of the device. The patient recovered well from surgery.